Manufacturer narrative:
(B)(4). Lot # and device manufacture date: lot: manufacture date: quantity affected: 120723; 07/23/2012; 1; 131130; 11/30/2013; 1; unknown; unknown; 1. Method: the three complaint 900mr810 adult heated wall reusable breathing circuits were returned to fph in (B)(4) and were visually inspected. Results: device with lot number 120723 had torn film at the patient end cuff. The films at the chamber end cuff and on the middle of the inspiratory limb were also stretched. Device with lot number 131130 had torn film at the patient end cuff and stretched tube on the inspiratory limb. The device with unknown lot number had stretched tube on the inspiratory limb. A lot check revealed no other complaints of this nature for both lot numbers 120723 and 131130. Conclusion: based on the investigation conducted the faults observed can be the result of physical damage, possibly due to the tubes being pulled. All adult heated wall reusable breathing circuits are visually inspected and pressure tested prior to being released for distribution. Any circuits that fail are rejected. This suggests the reported faults occurred after the subject breathing circuits were released for distribution. The user instructions that accompany the adult heated wall reusable breathing circuit state: "inspect circuit before re-use, do not use if the circuit shows signs of deterioration such as: cracks, tears or damage."; "perform a pressure and leak test on the breathing system, and check for occlusions before connecting to a patient."; "disconnect tube by handling end connectors only, do not pull or twist tubing as this may cause damage."; "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that three 900mr810 adult heated wall reusable breathing circuits were found leaking before using on patients.

Manufacturer narrative:
(B)(4). The complaint 900mr810 adult heated wall reusable breathing circuits have only recently been returned to fisher & paykel healthcare in (B)(4) and are currently being investigated. We will provide a follow-up report once we have completed our investigation.

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) territory manager that three 900mr810 adult heated wall reusable breathing circuits were found leaking. No patient consequence was reported.